Event description:
It was reported that on (B)(6)2023 a patient presented with mitral regurgitation. A mitraclip was implanted successfully. There is on an approximate date, (B)(6)2025, during a follow up transcatheter echocardiogram the patient had returning mr. The clip is stable on both leaflets. An additional mitraclip procedure has been scheduled. (B)(6)2025, a secondary procedure was attempted for recurrent mr. The patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. A clip was attempted, but the gradient increased above acceptable levels. When the leaflets were un-grasped, the gradient returned to baseline. The procedure was discontinued without implanting a clip. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.